Event description:
Caller reported that the t:slim x2 pump battery would not charge, with a power source alert appearing in the pump history. The battery level jumped to 100% after being plugged in for two minutes, resolving the issue. There was no adverse impact to the customer's blood glucose level.